Manufacturer narrative:
Product event summary: the proximal conductor of the lead developed a fracture due to flexing while in vivo. The setscrew marks on the connector pin were too proximal. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had fractured. The lead had high pacing impedance and was oversensing non-sustained ventricular tachycardia episodes. The lead was explanted and replaced. No patient complications have been reported as a result of this event.